Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited a shock impedance measurement of greater than 200 ohms. Technical services (ts) discussed troubleshooting options including obtaining an x ray to verify location. It was discussed that the reading could have been in error as it could have been the shock zone cutoff rather than the impedance reading. This electrode remains in service. No adverse patient effects were reported.